Event description:
It was reported that inappropriate therapy due to t-wave oversensing was observed. Fluoroscopy revealed externalized conductors. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.